Event description:
It was reported to boston scientific corporation that a mantis clip was used during an unknown procedure performed on an unknown date. During the procedure and inside the patient, the clip was able to close on the tissue, but it did not deploy. They kept twisting the clip and it was still not coming off until it ripped off the mucosa causing minimal bleeding. There was no specific intervention reported for the minimal bleeding, but the procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.